Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site. Surgical intervention took place wherein the system was explanted.